Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging the pump had a "no power" issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-feb-2019 with the following findings: during investigation, there was a call service 054 alarm in pump history on the date of reported "no power" complaint. The battery cap attached securely to pump and the pump was exercised with no power issues or alarms occurring. The pump was opened and there was no damage found to the power circuit. The allegation of a "no power" issue was not duplicated or confirmed during investigation. There was no defect found.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-mar-2019 with the following findings: during investigation, the battery compartment was found to be cracked.